Manufacturer narrative:
The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroy the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage.

Event description:
On (B)(6) 2013, it was reported that up button had completely fallen off the infusion device. All of the other buttons have stopped functioning, but the device continues to deliver the basal rate as scheduled. The patient has been using insulin injections as needed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.